Event description:
It was reported that a (B)(6) study patient underwent an x-stop procedure. Intraoperatively, patient's spinous process broke and the device was not implanted. No further information was reported.

Manufacturer narrative:
Eval method: follow-up with company representative.

Manufacturer narrative:
(B)(6). Sex: male. Desc event problem: it was reported that a (B)(4) study patient underwent x-stop procedures at levels l3/l4 and l4/l5. Intraoperatively, patient's spinous process broke. The devices were removed and a laminectomy was performed. Patient's status is good. No further information was reported. Implanted date: (B)(6), 2011 explanted date: (B)(6) 2011.